Manufacturer narrative:
Continuation of d11: product ID 977a260 lot# serial# (B)(4) implanted: 2018-(B)(6) explanted: 2018-(B)(6) product type lead product ID 977a260 lot# serial# (B)(4) implanted: 2018-(B)(6)explanted: 2018-(B)(6) product type lead product ID 97792 lot# serial# unknown implanted: explanted: product type accessory product ID 97792 lot# serial# unknown implanted: explanted: product type accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. The infection was diagnosed on (B)(6), 2018. The ins, leads and anchors were returned and received into the analysis lab on (B)(6) 2018. No further complications were reported or anticipated.

Manufacturer narrative:
H3- analysis results could not be completed. The device was non-analyzable due to a medical issue. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
2018-oct-05 mpxr 564472 (hcp, rep): information was received from a healthcare provider via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the ins was explanted on (B)(6), 2018 due to infection at the ins pocket. No device allegations were reported. No further complications were reported or anticipated. 2018-oct-08 _e1, an_rp (rep): additional information was received from the rep. The infection was diagnosed on (B)(6), 2018. The leads were returned and received into the analysis lab on october 15, 2018. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the ins was explanted on (B)(6) 2018 due to infection at the ins pocket. No device allegations were reported. No further complications were reported or anticipated.